Event description:
On event date pt underwent phaco emulsification surgery. Dr stated that the machine overheated and burned the cornea and that the irrigation/aspirator unit shut down. The surgeon stated that pt put in sutures and had to replace sutures to keep the eye from leaking.